Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the hvad destination therapy post approval study. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had some drainage from the wound site with stable leukocytosis. Culture of drainage taken and revealed no polymorphonuclear leukocytes (pmns) nor growth. It was noted the patient was afebrile and reported itchiness around the wound and stated gauze was changed intermittently. It was also reported that the patient was hospitalized with some chest pain. A computed tomography (CT) scan showed an interval dehiscence of the sternotomy with phlegmonous infiltration of pre-sternal and retrosternal tissues. It was further reported the patient had surgical intervention for the sternum became separated from the patient ribs during sternotomy for ventricular assist device (vad) placement. The patient was also on antibiotics. The vad remains in use. No further patient complications have been reported as a result of this event.